Event description:
Procedure type: lap chole. According to the rptr, during the surgery, something like rubber fell into the pt cavity from instrument and was retrieved. The procedure was completed with the same device. No pt injury was reported.